Event description:
Two midwives reported having an allergic reaction to preservcyt. The two women complaint about irritation around the mouth. This currently is an ongoing investigation that hologic is following up on. A supplemental report will be sent when more information is received.